Event description:
Reporter indicated that the patient experienced pain in their shoulder after implant. The patient reportedly had good seizure control initially, but has experienced an increase in seizures over the past few months. Device diagnostic testing (date unknown) resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The patient reports that they no longer consistently feel stimulation. A discontinuity in the ncp system is suspected. Review of x-rays did not reveal any obvious fracture or discontinuity, however, one of the electrodes appears to be off of the nerve. The electrodes do not appear to be properly aligned. Further follow-up revealed that the patient fell on their forehead in late 2001 or early 2002. The patient began to experience an increase in seizures after they fell. Physician is unsure whether or not the increase in seizure is similar to the patient's pre-vns baseline. The patient reportedly suffered a grand mal seizure in march 2002. It was also reported that the patient underwent some type of physical therapy for the pain in their shoulder. It is possible that if the patient's physical therapy included deep massaging or treatment to the neck or shoulder area, that there might be a possibility that the leads were pulled, causing the apparent displacement of the electrode. Attempts to obtain additional information have been unsuccessful to date. The patient is scheduled for a consultation with a neurosurgeon on 07/2002.